Event description:
Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. The device was explanted and successfully replaced in 2004. Analysis of the device revealed multiple open-circuit electrodes. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.